Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) nonsustained episodes with oversensed noise on rate/sense channel, which resulted in pacing inhibition. No inappropriate shocks have been delivered. All lead measurements are normal and stable.